Manufacturer narrative:
Concomitant medical products: product ID: kit svc o2 (B)(4) power supply psi, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The power supply was found to have 0 vdc output. The power supply was replaced and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while being used for medtronic demonstrations, the system's generator was not initializing. There was no patient involvement.